Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised because of loosening of the tibial tray, osteolysis, and poly wear of the insert.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with (B)(4). Patient medical records and x-rays were provided. Review of the supplied investigational inputs confirmed device loosening and polyethylene wear. The root cause of the device loosening and polyethylene wear could not be identified based on the available information. The reported osteolysis could not be confirmed with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.